Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error. The customer's blood glucose level was 259 mg/dl at the time of incident. Customer stated that the insulin pump had he critical block and inverse critical block did not add to zero. The customer declined to troubleshooting for the insulin pump error. The customer also stated that the insulin pump was able to clear the alarm and was able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. The critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm noted in insulin pump history file due to software error.